Manufacturer narrative:
(B)(6). (B)(4).device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MFR report #: 2134265-2010-05251. It was reported that during a rotational atherectomy treatment procedure, a perforation and subsequent death occurred. The 90% stenosed, concentric lesion was located in the moderately calcified and moderately tortuous proximal to mid to distal right coronary artery (rca). The lesion was 20mm long and the reference vessel diameter was 3.0mm. Vascular access was gained via the femoral artery. The physician used an unspecified balloon catheter to assist with advancing the floppy rotawire guide wire into place. The physician then ablated the lesion with the 1.25mm rotalink catheter burr at 160,000 rpms, successfully crossing the lesion. The burr was noted to be stuck on the guide wire, and with difficulty both devices were removed outside of the body as one unit. A perforation was noted in the rca via angiography, and a balloon was inflated for 5 minutes to treat the perforation and stabilize the patient. The patient was transferred to ICU. However, three days later, the patient experienced a myocardial infarction (mi) and st segment elevation and died. Cause of death was documented as mi.

Manufacturer narrative:
Correction: the 1.5mm burr became stuck on the floppy rotawire guide wire, not the 1.25mm burr as previously reported. Lesion calcification was corrected from moderate to severe. (B)(4).

Event description:
Also same case as MDR ID#: 2134265-2010-05950. It was further reported that the patient presented with chest pain. Following placement of a temporary pacemaker, vascular access was gained via the femoral artery. The lesion calcification level was corrected from moderate to severe. The proximal lesion was 20mm long, and the mid lesion was 30mm long. An apex 1.5 x 15mm balloon was used to assist with advancing the floppy rotawire guide wire beyond the lesion. 1.25mm burr was used successfully. The 1.5mm burr became stuck on the floppy rotawire guide wire. It was noted that the rotawire guide wire caused a proximal dissection. A non-bsc guide wire was advanced causing a proximal perforation. The patient experienced an st elevation and respiratory arrest. A 2.5 x 15mm non-bsc balloon was inflated to treat the perforation. Surgeons were called but declined to take the patient into surgery. The patient was taken to the ICU in critical condition. Two days post-procedure the patient was re-catheterized and the rca was totally occluded. The physician advanced an unspecified guide wire part-way down and inflated a balloon ostially. This resulted in little flow restoration. The patient also had an intra-aortic balloon pump and temporary pacemaker. Ef was down to 35-40%. The patient died early the following morning.